Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing pd catheter (not a fresenius product) malfunction. On (B)(6) 2023, the patient was hospitalized and found to have peritonitis. Per the nurse, the patient had a pd culture obtained which generated growth of the bacteria staphylococcus (species not provided). The patient was treated with intra-peritoneal (ip) antibiotic therapy (details unknown). Additionally, the patient was switched to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital and continues hemodialysis on an outpatient basis. The patient continues antibiotic therapy with intravenous vancomycin (dose unknown). The nurse stated the patient is recovered from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.